Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) display dropped and multiple parts broke. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed the reported issue. The fse replaced all required parts and completed all checkouts with no issues. The unit was approved for clinical use and returned to the department. The failure analysis and testing dept. Received the following parts associated with this complaint: part number 0105-00-0138-02, pn 0380-00-0561 (qty:2), pn 0380-00-0560, pn 0380-00-0559. These parts were received with a reported failure of physical damage on each part. The fat performed a visual inspection and found the parts to have physical damage. Verified the reported issue but no root cause able to be defined. Retaining the parts in the failure analysis and testing department per procedure.

Manufacturer narrative:
Firm provided updated device identification information in alignment with gudid.